Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected data: a review of the event was performed by an intuitive surgical medical safety officer (mso) concluded that the adverse event described is not unique to an intuitive product or procedure and the intuitive product could not have caused or contributed to the adverse event. A patient underwent an ion lung biopsy. Several weeks later, the patient developed dyspnea attributed to congestive heart failure and organizing pneumonia diagnosed on the index biopsy. The symptoms resolved after a one-week hospitalization with treatment for decompensated heart failure and organizing pneumonia. The patient was undergoing treatment with pembrolizumab for lung cancer. Past medical history was notable for lung cancer being treated with immunotherapy, copd gold iii, congestive heart failure, peripheral arterial disease, and pseudomonas colonization. Based on the available data, the events were due to underlying medical disease and neither device nor procedure related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events.

Event description:
A patient in a study underwent an ion lung biopsy. Twenty-eight days after the procedure, the patient was re-admitted to the hospital for a diagnosis of pneumonia (ICU admission was not required). The lung biopsy revealed an organizing pneumonia while the patient was receiving pembrolizumab. Shortly after discontinuation of oral prednisone, the patient developed new-onset dyspnea. A diagnosis of pneumonia with concurrent cardiac decompensation was reported. A prednisone regimen (20 mg/day) was initiated and, without the need of antibiotic therapy, the patient¿s symptoms resolved following a one-week hospitalization. The event was reported as resolved seven days later; discharge occurred the same day. It was stated that similar episodes had occurred previously in march, may and june of the same year. The target lesion of the right lower lobe measured 13 x 6 x 11 mm, the distance from the pleura was 7 mm, the distance from the chest wall was 7 mm and the distance from the nearest major blood vessel was 0 mm. Tools used were cryoprobe 1.1 mm and bronchoalveolar lavage (bal). Pathology results were benign; biopsy findings were infectious pneumonia. Patient was not discharged on the same day as the procedure as per the hospital's standard practice. No new adverse events occurred after the procedure and prior to discharge. Imaging performed to rule out pneumothorax was an x-ray. Discharge occurred three says after the ion procedure. There were no device malfunctions. The study investigator reported the event as a serious adverse event (sae) with sae classification of hospitalization, a ctcae grade 3, possibly related to the ion procedure, possibly related to third-party tools (cryoprobe and bal), probably related to the patient's underlying disease status, but not related to the ion system. The patient's prior health conditions of recurrent cardiac decompensation (nyha ii-iii), pseudomonas aeruginosa colonisation (sic), ongoing immunotherapy with pembrolizumab and histologically proven organizing pneumonia, lung cancer and copd (gold 3) may be relevant to this incident.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the adverse event described is not related to the ion study device but possibly related to the investigational procedure. The patient underwent an ion lung biopsy. The procedure was completed without issue, and the patient was discharged. After discharge, the patient developed dyspnea attributed to congestive heart failure. The symptoms resolved after a one-week hospitalization. The patient was undergoing treatment with pembrolizumab for lung cancer and prednisone for organizing pneumonia diagnosed on the lung biopsy. Past medical history was notable for lung cancer being treated with immunotherapy, copd gold iii, congestive heart failure, peripheral arterial disease, and pseudomonas colonization. Based on the available data, the events were due to underlying medical disease which was possibly exacerbated by the procedure but was not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Additional patient information: height - 172 cm., body mass index (bmi) - 30.4 kg/m2.